Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The following attributes were examined: a visual examination identified that the balloon was in a deflated state. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located in the distal section of the balloon. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine IFU. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues on the hypotube. A visual and tactile examination identified no issues on shaft polymer extrusion. The marker bands and tip of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified artery. Two 10mmx3.00mm wolverine coronary cutting balloon were selected for use. During the procedure, it was noted that when the first balloon was used, the lesion was crossed and inflation was performed, but the balloon was already ruptured and could not be pressurized. In the same procedure, another of the same device was used, crossed the lesion and pressurized three times at 6 atmospheres. Subsequently, when the balloon was tried to be pressurized again, it ruptured and could not be pressurized. The device was simply removed. The procedure was completed using this device as it is. No patient complications reported. It was further reported that this device was inflated for 10 seconds and was removed with the normal method. It was further reported, that both the first and second balloon ruptured during first inflation. In addition, it was noted that resistance was encountered when the first balloon was advanced to the proximal lesion.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified artery. Two 10mmx3.00mm wolverine coronary cutting balloon were selected for use. During the procedure, it was noted that when the first balloon was used, the lesion was crossed and inflation was performed, but the balloon was already ruptured and could not be pressurized. In the same procedure, another of the same device was used, crossed the lesion and pressurized three times at 6 atmospheres. Subsequently, when the balloon was tried to be pressurized again, it ruptured and could not be pressurized. The device was simply removed. The procedure was completed using this device as it is. No patient complications reported. It was further reported that this device was inflated for 10 seconds and was removed with the normal method. It was further reported, that both the first and second balloon ruptured during first inflation. In addition, it was noted that resistance was encountered when the first balloon was advanced to the proximal lesion.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified artery. Two 10mmx3.00mm wolverine coronary cutting balloon were selected for use. During the procedure, it was noted that when the first balloon was used, the lesion was crossed and inflation was performed, but the balloon was already ruptured and could not be pressurized. In the same procedure, another of the same device was used, crossed the lesion and pressurized three times at 6 atmospheres. Subsequently, when the balloon was tried to be pressurized again, it ruptured and could not be pressurized. The device was simply removed. The procedure was completed the procedure using this device as it is. No patient complications reported. It was further reported that this device was removed using the normal method and was completed with the second balloon.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified artery. Two 10mmx3.00mm wolverine coronary cutting balloon were selected for use. During the procedure, it was noted that when the first balloon was used, the lesion was crossed and inflation was performed, but the balloon was already ruptured and could not be pressurized. In the same procedure, another of the same device was used, crossed the lesion and pressurized three times at 6 atmospheres. Subsequently, when the balloon was tried to be pressurized again, it ruptured and could not be pressurized. The device was simply removed. The procedure was completed using this device as it is. No patient complications reported.